Manufacturer narrative:
H4: the lot was manufactured between february 5-6, 2025. H11: the device was received for evaluation. Visual inspection was performed on the returned sample which showed that the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality on the external and internal surfaces of the bladder and rupture line, and any surface defects on the stressmember; however, no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume infusor burst during the drug injection stage (filling). There was no patient involvement. No additional information is available.